Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient underwent a tavr procedure with 23mm sapien 3 valve in 2011. Approximately 10 years post procedure, the patient returned with ai, (unspecified pvl, vs. Central ar or combined) and was treated with a viv using a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach. The patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information to h6 type of investigation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100 percent of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Edwards durability testing meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requiring 200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability; therefore, risk management file is only covered for less than 5 years. In this case, the complaint under investigation had been implanted for more than 5 years (insert the actual date). Although edwards bioprosthetic valves have shown excellent durability, bioprosthetic valves are known to have a limited life span, generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets. Therefore, review of the risk management file is not applicable at this time. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 10 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with device degeneration. Since no edwards defect was identified, no corrective or preventative actions are required.